Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a blank display screen. Customer's blood glucose was 47 mg/dl, which was treated with food. Display screen returned as a result of troubleshooting. Customer was advised to monitor insulin pump. No further information provided.